Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation pcbs were reseated and the 5v power supply was adjusted to 5.14v for optimal performance. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system hung up or froze up during fluoro, causing the customer to have to re-boot twice in order to continue to use the system. This resulted in a loss of imaging functionality. T here is no report of injury or death associated with the event described in this complaint.